Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's battery has an issue. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.

Event description:
It was reported to philips that the device's battery has an issue. There was no reported patient involvement.